Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the normothermia patient was on the arctic sun device with a target temperature of 37c. Nurse stated that the patient had fever and was above the target temperature and then the patient's temperature dropped below the target temperature to 35.7c. Nurse reported that the water temperature did not rise as expected, water temperature was 31c, flow rate was 2.6l/min, good pad coverage and a bladder probe was connected to the arctic sun device. Nurse stated that an esophageal probe also was in place both displaying the same patient temperature. Nurse stated that the event log showed one alert 11 (patient temperature below low patient alert) and there were no other alerts or alarms. Rewarm rate was 0.5c/hour and system diagnostics showed reservoir level was 5, heater command was 100 percent, mixing pump command was 0 percent. Mss walked the nurse through draining 500ml of water from the right drain port. And checked heater in manual control, water temperature rose to 37c before we disabled manual control. After draining 500 ml the reservoir level was still 5. Mss explained that the heater was working, however, the device was programmed to rewarm the patient at 0.5c/hour so it would take a bit more than 2 hours for the patient to reach the target temperature.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to user overfilling the arctic sun device. The event log showed an alert 11 (patient temperature below low patient alert). Water temperature was 31c, flow rate was 2.6l/min, good pad coverage and a bladder probe was connected to the arctic sun device. Rewarm rate was 0.5c/hour and system diagnostics showed reservoir level was 5, heater command was 100 percent, mixing pump command was 0 percent. Mss walked the nurse through draining 500mls of water from the right drain port. And checked heater in manual control, water temperature rose to 37c before we disabled manual control. After draining 500 mls the reservoir level was still 5. Mss explained that the heater was working, however, the device was programmed to rewarm the patient at 0.5c/hour so it would take a bit more than 2 hours for the patient to reach the target temperature. The device history record review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir 1) fill reservoir with sterile water or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the normothermia patient was on the arctic sun device with a target temperature of 37c. Nurse stated that the patient had fever and was above the target temperature and then the patient's temperature dropped below the target temperature to 35.7c. Nurse reported that the water temperature did not rise as expected, water temperature was 31c, flow rate was 2.6l/min, good pad coverage and a bladder probe was connected to the arctic sun device. Nurse stated that an esophageal probe also was in place both displaying the same patient temperature. Nurse stated that the event log showed one alert 11 (patient temperature below low patient alert) and there were no other alerts or alarms. Rewarm rate was 0.5c/hour and system diagnostics showed reservoir level was 5, heater command was 100 percent, mixing pump command was 0 percent. Mss walked the nurse through draining 500ml of water from the right drain port. And checked heater in manual control, water temperature rose to 37c before we disabled manual control. After draining 500 ml the reservoir level was still 5. Mss explained that the heater was working, however, the device was programmed to rewarm the patient at 0.5c/hour so it would take a bit more than 2 hours for the patient to reach the target temperature.